Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unable to perform complaint lot history check for needle clog due to unknown lot number. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle clog due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using relion pen needles 8mm x 31 gauge (5/16" x 0.25mm) pen needles 50 count the needle couldn't be primed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that needle clogged during priming. Consumer reported needle clog during priming.